Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented with noise on the right ventricular lead. The noise was not reproducible with isometrics or pocket manipulation. The patient is doing fine now. The physician decided to monitor the patient via merlin.net.